Event description:
Dexcom g7 malfunctioned resulting in dka requiring hospitalization. Pt has had multiple dexcom sensors malfunction including 4 this week. Pt code: 4580. Device code: 2588. Ref reports: mw5177686, mw5177687, mw5177689.